Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they experienced high blood glucose of 489 mg/dl. The customer also stated that infusion set had bent cannula. The customer was not provided with any treatment for high blood glucose. The customer did not experience any symptoms related to high blood glucose. Troubleshooting was not performed for high blood glucose level. The product will not be returned for analysis.